Event description:
The customer reported that the system was not saving images during cine runs (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive cable was evaluated and reseated. The voltage on power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.